Manufacturer narrative:
Medical device: d204trm device, implanted: (B)(6) 2013; 6947m62 lead, implanted: (B)(6) 2013.

Event description:
It was reported by the patient that a lead was visible from the cardiac resynchronization therapy defibrillator (crt-d) to their collarbone and if the patient moved their left arm, it would pull the device up and they would almost lose consciousness. The patient stated they "may have some broken leads" and they were not sure which one it was. In addition, the patient noted the crt-d had been alerting for approximately two weeks. Follow-up determined a broken lead was not observed, there was no external exposure of any of the patient's leads and the device pocket was intact. It was noted there was occasional phrenic nerve stimulation from the left ventricular (lv) lead and the device had been alerting due to recommended replacement time (rrt). The physician chose to cut, cap and replace the lv lead and replace the crt-d. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.